Manufacturer narrative:
On march 23, 2021, mentor became aware of the following: - patient's age at the time of event was 49. Hence, field a2 has been updated on this form. - year of event was received as (B)(6) 2020. Hence, field b3 has been updated to (B)(6) 2020 on this form. - left side impacted device information was provided. Hence, fields d4 have been correctly updated for lot and serial numbers. - date of implant was provided as (B)(6) 2010. Hence, field d6a has been updated to "11" on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii/iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with a 330cc mentor smooth round high profile and experienced capsular contracture; baker grade ii/iii on her left side. The patient underwent bilateral explantation and replacement with catalog number 3504004 bc; serial number (B)(4) on the left side, and with catalog number 3504004 bc; serial number (B)(4) on the right side on (B)(6) 2020. The impacted serial number is either (B)(4). Lot number 5813650, and serial number (B)(4) have been used on this form until further information is received. Supplemental report will be submitted upon receipt of additional information.